Manufacturer narrative:
Device passed the full functional test including the displacement test, rewind, prime/seating test, basic occlusion test and force sensor test. And delivery accuracy test. Sleep current measurement and active current measurement within specifications. No unexpected insulin flow blocked alarm noted during testing. All basal profiles delivered properly their indicated amounts and were verified in the daily total screen. No unexpected alarms noted during basal deliveries. The pump was uploaded using carelink pro. Carelink pro listed all test data. No history anomaly noted on carelink pro. Unit received with pillowing keypad overlay. (B)(4).

Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
Information received by medtronic indicated that the insulin pump was over delivering the insulin. The customer noticed that, in the history a bolus was recorded at 10.47am for 5u and he claims he did not put it in at all and thought that, insulin pump gave extra insulin. No harm requiring medical intervention was reported. The insulin pump will be returned for analysis.